Manufacturer narrative:
Voluntary medwatch MDR report #: mw5147584.

Event description:
Voluntary medwatch form received notes that a patient with an implantable cardioverter defibrillator (ICD) presented with an infection. No changes or interventions were reported. The patient condition was not known.